Event description:
It was reported that this pacemaker patient experienced palpitations. The pacemaker was pacing at the maximum sensor rate (msr) of 120 beats per minute (bpm). The minute ventilation (mv) sensor was turned off and the accelerometer (xl) was turned on. Subsequently, the patient's heart rate dropped and the device was pacing at the lower rate limit (lrl). Boston scientific technical services (ts) requested data to be sent in for engineering analysis, however, the data was never received. This pacemaker remains in service. No adverse patient effects were reported.